Manufacturer narrative:
It was reported that the blower stalled. The remote service engineer (rse) performed a troubleshoot with the customer and confirmed the error code in the event log. The rse had the customer confirm the rotations per minute (rpm) in service mode with the device set to 0 rpm the device was reading 3000. The customer adjusted the pressure and the rpm went up. The rse advised the customer to perform a pressure accuracy test and air and o2 flow test to confirm device is operational. The customer stated they will test and callback if further assistance is needed. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower stalled. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending.

Manufacturer narrative:
It was reported that the blower stalled. The remote service engineer (rse) performed a troubleshoot with the customer and confirmed the error code in the event log. The rse had the customer confirm the rotations per minute (rpm) in service mode with the device set to 0 rpm the device was reading 3000. The customer adjusted the pressure and the rpm went up. The rse advised the customer to perform a pressure accuracy test and air and o2 flow test to confirm device is operational. The customer stated they will test and callback if further assistance is needed.